Event description:
A customer reported to beckman coulter, inc. (Bec) that they received a shipment of synchron system phosphorus reagent, and found the reagent cartridge leaked and saturated the box. Bec customer technical support (cts) recommended the use of ppe before handling the leaked cartridge. Msds was reviewed, and the facility has an exposure control plan. There was no exposure to uncovered wounds or mucous membranes. No injury was reported. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
Replacement reagent was sent to the customer. The root cause for the leak is unknown. (B)(4).